Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 1. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. It was reported that patient faced infusion set cannula crimped event on 29-jun-2024, after 3 or more hours of insertion. Insertion site were upper buttocks and hip. Infusion set had been for less than a day. Cannula issue was reported in more than 10 boxes. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.